Event description:
It was reported that 39 bd microlance¿ needles from lot 210521, and 1 needle from lot 210525 had no labels on them. The following information was provided by the initial reporter: "missing labels."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot numbers 210521 and 210525. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, two out of thirty-seven shelf cartons showed no label. The shelf carton labels are printed and placed in the secondary packaging machine. The variable information is printed on the label and then stuck onto the shelf carton before being introduced into the shipping case; all of these steps are done automatically. An automatic detection system inspects the packaging and rejects shelf cartons with missing labels. This detection system is challenged every eight working hours. It has been determined that this issue most likely resulted from a temporary failure in the label feeder causing the shelf carton to not have a label placed. The shelf carton most likely was rejected by the detection system, but the operator did not properly segregate the affected material. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 210521, medical device expiration date: 2026-04-30, device manufacture date: 2021-05-13. Medical device lot #: 210525, medical device expiration date: 2026-04-30 , device manufacture date: 2021-05-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 39 bd microlance¿ needles from lot 210521, and 1 needle from lot 210525 had no labels on them. The following information was provided by the initial reporter: "missing labels."